Event description:
This pt had a cardiac catheterization with angioplasty. At end of intervention procedure, the arterial sheath was removed and a 6fr perclose a-t device was inserted to close the arteriotomy site. The device broke into two pieces leaving a foreign body in the femoral artery. A surgeon was consulted and the pt was taken to surgery for removal of foreign body from right femoral artery.